Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced experiencing high blood glucose. Customer¿s blood glucose level was 498 mg/dl. Customer declined high blood glucose troubleshooting. It was unknown that the customer was used auto mode feature or not. Insulin pump had recurring insulin flow blocked alarm may be due to site, set or reservoir issues. Customer wishes to continue troubleshooting. Customer stated that they did not tried different cannula lengths. Customer stated that the tubing did not bent or kinked. Customer stated that they had tried all remedies and did not want to troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. (B)(4).